Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided by the site and reviewed by edwards lifesciences clinical imaging specialists and the following was observed: heavy calcium on the left side at the annular level that extends into the lvot, calcium present on the left cusp. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve calcification was confirmed through provided imagery. The technical summary documents the root cause analysis on valve calcification over the time in patient. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In addition, the patient has been hemodialysis-dependent for 7 years prior to the sapien 3 ultra valve implant, suggesting that the patient had chronic kidney disease (ckd), which is a well-known factor that may increase the risk of valve calcification. As such, available information suggests that patient factors (chronic kidney disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra valve, implanted in the aortic position, is failing after approximately 8 months. Imaging was reviewed by edwards lifesciences clinical imaging specialists. Heavy calcium was observed on the left side at the annular level that extends into the lvot. Additionally, the left side of the sapien 3 ultra valve is higher on the non-coronary cusp (ncc) side. Calcium on the left cusp was noted, and the left cusp is hypomobile. The mean gradient is approximately 50mmhg. Per the nurse practitioner, the patient has been hemodialysis-dependent for 7 years prior to the sapien 3 ultra valve implant. Post implant, the patient has had multiple admissions/ER visits for chest pain. A valve in valve procedure is being planned.